Event description:
It was reported that the patient experienced a sensation near her rectum that felt like a "cotton ball" along with pain when sitting and standing. The patient tried temporary discontinuation of stimulation from (B)(6), 2011, however on (B)(6) she decided she wanted to be explanted due to "too many side effects". The patient was explanted and outcome was reported as resolved without sequela.

Manufacturer narrative:
(B)(4): lead model 3889-28, lot# v386651, implanted: 2010-(B)(6), explanted: 2011-(B)(6); programmer model 3037, serial# (B)(4).